Event description:
Facility staff connected the device to a patient during a code situation. Reportedly, when the device was powered on, a service message would flash repeatedly on the display and the device was non-functional. The staff immediately used a backup device to administer defibrillator therapy to the patient. The pt was resuscitated. The reporter indicated there were no adverse affects to the pt resulting from the reported discrepancy, based upon use of the back up device.